Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing leads exhibited unstable thresholds. The leads were not used and were replaced. No patient complications have been reported as a result of this event.